Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complication suffered by plaintiff was not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilization. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and genital haemorrhage outcome was unknown. The reporter considered device dislocation, genital haemorrhage and perforation to be related to essure. The reporter commented: need for additional surgery. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information updated and lawyers added (legal case). Essure started on (B)(6) 2019. Events device removal and device complications were updated to events perforation, migration, abnormal bleeding and pain. On (B)(6) 2016 she had surgery to remove the essure implant. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("migration / partial of l side of uterus / perforation (uterus) / left side of uterus/ ultrasound it was detected that the left coil had become dislodged into my uterus"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general) / intense bleeding"), barrett's oesophagus ("barrett's esophagus"), immunodeficiency ("weakened immune system for sure"), respiratory tract infection ("various respiratory infections") and leukoencephalopathy ("white matter changes") in an adult female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, bipolar disorder, cesarean section, wisdom teeth removal, nabothian cyst, ovarian cyst, multigravida, parity 2, premature delivery, menarche (14), menses irregular, pneumonia, dysfunctional uterine bleeding and vaginal pain. Concurrent conditions included diabetes, blood pressure high and hypothyroidism. Concomitant products included amlodipine besilate (norvasc), fluticasone propionate (flovent), fluticasone propionate;salmeterol xinafoate (advair), lamotrigine (lamictal), lisinopril, olanzapine (olanzafran), omeprazole (protonix), pregabalin (lyrica), topiramate (topamax), tramadol, valaciclovir hydrochloride (valtrex) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gingival recession ("receding of gums"), depression ("severe depression"), anxiety ("anxiety worsened by the increased pain and procedures"), loss of personal independence in daily activities ("inability to complete tasks and live a normal life"), gingival bleeding ("bleeding of gums") and abdominal pain lower ("I was having intense cramping even without bleeding/ a different kind of pelvic cramping"). In (B)(6) 2010, the patient experienced alopecia ("hair loss/ severe hair loss and recession.") And was found to have weight increased ("huge weight gain"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), premature recovery from anaesthesia ("when the novasure was placed, I actually gained consciousness during the mid procedure") and depressed level of consciousness ("trouble staying alert and functioning to the point where it greatly interfered with my daily tasks / my ststs went way up to dangerous rates until I ws put back under"). In (B)(6) 2013, the patient was found to have fibroadenoma of breast ("fibroadenoma of the l breast") and experienced breast hyperplasia ("atypical lobular hyperplasia") and fibrocystic breast disease ("fibrocystic breast disease"). In 2013, the patient experienced barrett's oesophagus (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), respiratory tract infection (seriousness criterion medically significant), gastrooesophageal reflux disease ("gerd"), migraine ("migraines"), headache ("headaches") and streptococcal infection ("strep infection"). In 2015, the patient experienced urinary tract infection ("urinary tract infection") and cystitis ("bladder infection"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), leukoencephalopathy (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) /"), fatigue ("fatigue / more tired than I had ever experienced in my life"), dyspepsia ("severe heartburn"), central nervous system lesion ("lesions of brain"), vulvovaginal mycotic infection ("several yeast infections"), gait disturbance ("gait instability"), allergy to metals ("nickel allergy / I always have had a allergy to nickel"), aura ("aura"), dizziness ("dizziness"), uterine pain ("uterus pain") and irritability ("irritated") and was found to have electroencephalogram abnormal ("electrical abnormality signal in brain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and in 2012 underwent novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, alopecia and abdominal pain lower had resolved, the barrett's oesophagus, immunodeficiency, respiratory tract infection, leukoencephalopathy, electroencephalogram abnormal, gingival recession, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, gastrooesophageal reflux disease, central nervous system lesion, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, gait disturbance, allergy to metals, depression, anxiety, fibroadenoma of breast, breast hyperplasia, premature recovery from anaesthesia, cystitis, streptococcal infection, loss of personal independence in daily activities, gingival bleeding, aura, dizziness, fibrocystic breast disease, depressed level of consciousness, weight increased, uterine pain and irritability outcome was unknown and the nausea was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, aura, barrett's oesophagus, breast hyperplasia, central nervous system lesion, cystitis, depressed level of consciousness, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, electroencephalogram abnormal, fallopian tube perforation, fatigue, fibroadenoma of breast, fibrocystic breast disease, gait disturbance, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, gingival recession, headache, immunodeficiency, irritability, leukoencephalopathy, loss of personal independence in daily activities, menorrhagia, migraine, nausea, premature recovery from anaesthesia, respiratory tract infection, streptococcal infection, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery current weight 203 lbs. Discrepant date of insertion was mentioned as (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. Ultrasound scan: on an unknown date: left coil was piercing uterus and had come out of place. Most recent follow-up information incorporated above includes: on (B)(6) 2019: events: "receding of gums, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, barrett's esophagus, severe heartburn, gerd, hair loss, urinary tract infection, several yeast infections, migraines, headaches, nausea, gait instability, lesions of brain, white matter changes, electrical abnormality signal in brain, nickel allergy, severe depression, anxiety worsened by the increased pain and procedures, fibroadenoma of the l breast, atypical lobular hyperplasia, when the novasure was placed, trouble staying alert and functioning to the point where it greatly interfered with my daily tasks / my ststs went way up to dangerous rates until I ws put back under, bladder infection, various respiratory infections and strep, a weakened immune system for sure, inability to complete tasks and live a normal life, bleeding of gums, aura, dizziness, I was having intense cramping even without bleeding/ a different kind of pelvic cramping, fibrocystic breast disease, trouble staying alert and functioning to the point where it greatly interfered with my daily tasks, huge weight gain, uterus pain, abnormal bleeding (general), irritated", lot number, reporter, medical history, concomitant drug added from pfs. On 12-feb-2019: reporter, medical history added from medical record. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("migration / partial of l side of uterus / perforation (uterus) / left side of uterus/ ultrasound it was detected that the left coil had become dislodged into my uterus"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("abnormal bleeding (general) / intense bleeding"), barrett's oesophagus ("barrett's esophagus"), immunodeficiency ("weakend immune system for sure"), respiratory tract infection ("various respiratory infections") and leukoencephalopathy ("white matter changes") in an adult female patient who had essure (batch no. 20196137) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, bipolar disorder, cesarean section, wisdom teeth removal, nabothian cyst, ovarian cyst, multigravida, parity 2, premature delivery, menarche (14), menses irregular, pneumonia, dysfunctional uterine bleeding and vaginal pain. Concurrent conditions included diabetes, blood pressure high and hypothyroidism. Concomitant products included amlodipine besilate (norvasc), fluticasone propionate (flovent), fluticasone propionate;salmeterol xinafoate (advair), lamotrigine (lamictal), lisinopril, olanzapine (olanzafran), omeprazole (protonix), pregabalin (lyrica), topiramate (topamax), tramadol, valaciclovir hydrochloride (valtrex) and venlafaxine hydrochloride (effexor). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gingival recession ("receeding of gums"), depression ("severe depression"), anxiety ("anxiety worsened by the increased pain and procedures"), loss of personal independence in daily activities ("inability to complete tasks and live a normal life"), gingival bleeding ("bleeding of gums") and abdominal pain lower ("I was having intense cramping even without bleeding/ a different kind of pelvic cramping"). In (B)(6) 2010, the patient experienced alopecia ("hair loss/ severehair loss and recession.") And was found to have weight increased ("huge weight gain"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), nausea ("nausea"), premature recovery from anaesthesia ("when the novasure was placed, I actually gained conciusness during the mid procedure") and depressed level of consciousness ("trouble staying alert and functioning to the point where it greatly intered with my daily tasks / my ststs went way up to dangerous rates until I ws put back under"). In (B)(6) 2013, the patient was found to have fibroadenoma of breast ("fibroadenoma of the l breast") and experienced breast hyperplasia ("atypical lobular hyperplasia") and fibrocystic breast disease ("fibrocystic breast disease"). In 2013, the patient experienced barrett's oesophagus (seriousness criterion medically significant), immunodeficiency (seriousness criterion medically significant), respiratory tract infection (seriousness criterion medically significant), gastrooesophageal reflux disease ("gerd"), migraine ("migraines"), headache ("headaches") and streptococcal infection ("strep infection"). In 2015, the patient experienced urinary tract infection ("urinary tract infection") and cystitis ("bladder infection"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), leukoencephalopathy (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping) /"), fatigue ("fatigue / more tired than I had ever experienced in my life"), dyspepsia ("severe heartburn"), central nervous system lesion ("lesions of brain"), vulvovaginal mycotic infection ("several yeast infections"), gait disturbance ("gait instability"), allergy to metals ("nickel allergy / I always have had a allergy to nickel"), aura ("aura"), dizziness ("dizziness"), uterine pain ("uterus pain") and irritability ("irritated") and was found to have electroencephalogram abnormal ("electrical abnormality signal in brain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and in 2012 underwent novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, menorrhagia, genital haemorrhage, vaginal haemorrhage, alopecia and abdominal pain lower had resolved, the barrett's oesophagus, immunodeficiency, respiratory tract infection, leukoencephalopathy, electroencephalogram abnormal, gingival recession, dysmenorrhoea, dyspareunia, fatigue, dyspepsia, gastrooesophageal reflux disease, central nervous system lesion, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, gait disturbance, allergy to metals, depression, anxiety, fibroadenoma of breast, breast hyperplasia, premature recovery from anaesthesia, cystitis, streptococcal infection, loss of personal independence in daily activities, gingival bleeding, aura, dizziness, fibrocystic breast disease, depressed level of consciousness, weight increased, uterine pain and irritability outcome was unknown and the nausea was resolving. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, aura, barrett's oesophagus, breast hyperplasia, central nervous system lesion, cystitis, depressed level of consciousness, depression, dizziness, dysmenorrhoea, dyspareunia, dyspepsia, electroencephalogram abnormal, fallopian tube perforation, fatigue, fibroadenoma of breast, fibrocystic breast disease, gait disturbance, gastrooesophageal reflux disease, genital haemorrhage, gingival bleeding, gingival recession, headache, immunodeficiency, irritability, leukoencephalopathy, loss of personal independence in daily activities, menorrhagia, migraine, nausea, premature recovery from anaesthesia, respiratory tract infection, streptococcal infection, urinary tract infection, uterine pain, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: need for additional surgery current weight 203 lbs. Discrepant date of insertion was mentioned as (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Ultrasound scan - on an unknown date: left coil was piercing uterus and had come out of place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-may-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.